Manufacturer narrative:
(B)(4). A customer sent in twenty-nine (29) actual samples and twenty-one (21) companion samples for an evaluation. During a visual inspection, it was observed that there was particulate matter inside the fluid path of each actual bag. Functional test was not performed since the condition was visually confirmed. The cause of the condition was not identified. For the remaining twenty-one companion samples, the reported condition was not confirmed nor was a cause identified.

Manufacturer narrative:
(B)(4). A customer sent in twelve (12) actual samples and thirty-eight (38) companion samples for an evaluation. During a visual inspection, it was observed that there was particulate matter inside the fluid path of each actual bag. Functional test was not performed since the condition was visually confirmed. The cause of the condition was not identified. For the remaining thirty-eight (38) companion samples, the reported condition was not confirmed nor was a cause identified. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of fifty (50) all in one empty containers in which there was particulate matter in the bags discovered before usage. There was no patient involvement or medical intervention required. No additional information is available.